Event description:
It was reported to gems that a pt received blistered burns to the inside of both calves during an mr scan. The pt had ankles taped together during the scan, without padding being placed between the pt legs to keep them from touching. The pt came back one week later with quarter-size blisters on the inside of both calves. The reference manual warns against "rf" burns fro closed loops formed by touching body parts and instructs the user to insert non-conducting pads between these points.